Event description:
A patient underwent the percutaneous tracheostomy procedure without bronchoscopic guidance on 7/15/99. Dilator insertion was uneventful; however, resistance was encountered placing the tracheostomy tube. The ventilator circuit was connected to the tracheostomy tube; however, effective ventilation was not achieved. The endotracheal tube was repositioned more than once and came all the way out, resulting in a loss of airway. The patient experienced cardiac arrest and was resuscitated via a manual resuscitator. A chest tube was inserted and the patient was eventually stabilized.